Event description:
Plaintiff alleges latex sensitization and is at risk of suffering anaphylactic reactions and must live in constant vigilance for the presence of latex products. Alleges suffering physical injuries including wheezing, occupational asthma, rhinitis, itchy eyes,coughing, pruritis and swelling as well as great despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life threatening nature, and other damages.